Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind, basic occlusion, prime and compromised force sensor system test. Unable to confirm motor position encoder error alarm due to overwritten history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error alarm during bolus. The customer¿s blood glucose level was 203 mg/dl. It also stated that motor position encoder error alarm was present in the insulin pump alarm history. The insulin pump will be returned for analysis.